Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported results of 3.9 mmol/l (performa ii) and 13.8 mmol/l (performa uv) within 10 minutes. The same vial of strips was used in both meters. No adverse event was reported. A request was made for the return of the meters and strips.